Manufacturer narrative:
Distributor originally reported, "valve body flow damage", with no indication of an adverse event. Upon inspection of the reported device on (B)(6), 2023, the device was observed to contain bodily fluids, suggesting the device had been partially implanted and removed. Additional information was requested from the distributor. The distributor provided that the event occurred during surgery however, further information was not available. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device underwent visual inspection and functional testing. No issues were observed during visual inspection. State pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The reported issue could not be confirmed.

Event description:
Distributor originally reported "valve body flow damage" with no indication of an adverse event. Upon inspection of the reported device on february 15, 2023, the device was observed to contain bodily fluids, suggesting the device had been partially implanted and removed.